Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter.. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: 15-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (20 mg/ml at 3.104 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient was having an unrelated back surgery. There was no problem with the patient¿s infusion devices prior to the surgery. During the procedure, the physician accidentally severed the catheter. The catheter was then spliced back together, so there was no total catheter length change and the doctor decided to prime just the distal piece of 25 cm where it was initially severed and where csf (cerebrospinal fluid) backflow was confirmed. No medical symptoms were reported. No further complications were reported/anticipated.